Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02957. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02957. Follow up information identified the patient underwent surgical intervention where her entire scs system was removed.